Event description:
The pt called lifescan on 11/2/04 and alleged that her meter would not power on. The pt stated that the last time she tested was at 8:20 a.m. She reported feeling tired at the time of testing. She contacted her physician for advice. Treatment, if any, was not reported. The pt stated that she tried to use 3 different sets of batteries. The pt was using the correct test strips, the batteries were correctly installed, and the battery contacts were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is an indication of a meter malfunction, however, there is no indication of the meter contributing to a serious injury. Replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.